Manufacturer narrative:
At this time, msi is awaiting the device back so an investigation can be conducted. Once an investigation occurs, a final report will be submitted with all findings.

Event description:
The patient came to or for the procedure of lap/open appendectomy. During the surgery, the insulation from the tip of the grasper detached and part of it was found inside the abdomen. The piece was removed and it was confirmed that there were no more pieces inside the abdomen.